Manufacturer narrative:
Approximate age of device- 1 month, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported on (B)(6) 2019 that the patient experienced no external power alarms while connected to their mobile power unit (mpu). The issue has persisted despite ensuring locking cord and wall outlet are fully engaged. The patient was issued a new replacement mpu and the original is being returned for evaluation. Additional no external power events were later reported on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Tech services reported it to be due mpu power cord coming loose from the wall. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported no external power alarms were confirmed via the submitted log file. The mobile power unit (mpu) was returned for routine maintenance. The unit was left to run for several days without issues and no alarms were observed. Full functional checkout was performed and unit passed all tests. The replacement mobile power unit was requested and (B)(4) was converted to a rental unit. The modular cable was forward for further analysis. Additional information provided indicated that the cause of the reported alarms was due to modular cable damage from bite marks. The submitted log file showed no external power events on (B)(6) 2019 and (B)(6) 2019 which appear to be due to the mpu ac power cord coming loose at the ac wall outlet. The remainder of the log file is unremarkable. The reported event appears to be due to the damage to the modular cable. The root cause of the reported event could not be correlated with the reported mobile power unit. No further information was provided. The manufacturer is closing the file on this event.